Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge cardio 10.1 reports do not display patient identifiers in the header of each page, they are only displayed on the first page. If reports are printed to hard copy, pages could potentially become mixed up between different patients. Printing reports to hard copy so they can be faxed is not a common method of delivery but is used by the customer that reported this issue. User error is the main contributing factor. The frequent use of mass faxes and printouts is making it more likely that pages get mixed up. This would not be an issue if all reports are electronically distributed as pdfs.

Manufacturer narrative:
Submitting this supplemental report to add FDA correction and removal reference numbers.